Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was not firing appropriately. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle. The clip would not stay closed, and it required 4 attempts to get the clip to engage and stay clipped. There was no motion issue experienced. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.50mm. The grips were not found to be cracked. The probable root cause of failure mode bent instrument grips-tips are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.